Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported the patient was "having trouble about the device a hard time with their device; can hardly walk". The patient had a hard time walking yesterday and today was worse than yesterday. The patient stated they didn't think the medication was working good because they cannot walk. The patient programmer showed the stimulation was on. No further complications were reported as a result of this event.